Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported the issue just started leaking and having to urinate more often.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient went to check her ins with her patient programmer on the day of the call and she noticed the splash screen issue. She had tried changing the batteries in the programmer on (B)(6) 2018. She also reported having a return of bladder and bowel symptoms. No further complications were reported or are anticipated.